Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection identified lead damage that was most likely induced at the implant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. High threshold measurements were observed despite repositioning the lead. The physician experienced difficulty removing the lead from the patient which resulted in deformation and a partial fracture of the helix. The physician suspected the clinical observations could be related to the dense fibrosis of the patient's myocardium. A replacement lead was successfully implanted without further incident. The lead is expected to be returned for evaluation. Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted with event description corrections. This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. High threshold measurements were observed despite repositioning the lead. The physician experienced difficulty removing the lead from the patient which resulted in deformation and a partial fracture of the helix. The physician suspected the clinical observations could be related to the dense fibrosis of the patient's myocardium. A replacement lead was successfully implanted without further incident. The lead is expected to be returned for evaluation. Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. High threshold measurements were observed despite repositioning the lead and the helix was fractured due to the extensive efforts that were required to retract and extend the helix during repositioning. The physician suspected the clinical observations could be related to the dense fibrosis of the patient's myocardium. A replacement lead was successfully implanted without further incident. The lead is expected to be returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.